Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a tlif procedure. During final positioning, the cage broke. The surgeon had to remove the broken pieces of the cage but had to leave the rest of the cage in the patient.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visually confirmed that two pieces of what appears to a peek implant were returned. Neither of the two pieces show and marking to indemnify them. Both pieces are ¿1cm in length. A review to the fracture surface indicates the item overloading doing a bending moment. The above findings are consistent with bend stress overload.